Event description:
It was reported that an ilet user experienced intermittent communication failure when attempting to pair a dexcom g7 sensor to the ilet, resulting in the system remaining in a pairing state despite multiple attempts and app restarts, consistent with a communication issue related to the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the g7 during pairing, aligned with an intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.